Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.5/2.0/090 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2020, the lens was exchanged for a longer length lens due to low vault without rotation. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).